Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and/or related to this event include: (B)(4), (B)(4). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each pt before using the devices.

Event description:
On (B)(6) 2011, a pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the pt presented with a ruptured abdominal aortic aneurysm and the physician treated pt by implanting a gore ctag, a contralateral leg component and an iliac extender component. The pt tolerated the procedure. Five hours post procedure the pt continued to bleed internally, where the physician discovered a type ii endoleak with three sets of large lumbar accessory vessels feeding into the aneurysm sac. The physician reintervened by performing an open aaa repair. The physician commented that the gore excluder aaa endoprostheses performed as it should have, it was the accessory lumbers that lead to the reintervention. The pt tolerated the procedure.